Manufacturer narrative:
The pipeline vantage has not been returned for evaluation; product analysis cannot be performed. The device was not returned; the reported event could not be confirmed. The cause of the event could not be conclusively determined from the reported information. The device involved in this event is not approved in the us; the device's brand name and model number are provided below. This report is being filed against a similar device, which is provided. Suspect medical device - similar device brand name: pipeline vantage with shield technology. Model #: ped3-027-500-20. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the distal section of the flow diverter was noted to be flattening during the procedure. The physician manipulated the flow diverter and it opened. No patient injury was reported as a result of the event. The subject was discharged home from the hospital the day after the procedure. Prior to the event, the flow diverter deployed well distally. The device was slow to open but appeared to be well apposed to vessel wall and anchored well. The distal landing went exactly as planned. The device flattened slightly in the first (only) curve so the device was partially resheathed and tension was added to the microcatheter and device opened well after this mitigation technique. The proximal end of device opened well with a combination of unsheathing and pushing of the delivery system. The resheathing mechanism remained engaged in the device but with slight forward pressure on the delivery system. The microcatheter was advanced through the system to recapture the delivery system and it was removed from the patient without incident.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient was being treated for an unruptured,saccular aneurysm located in the right internal carotid artery (c6) with a dome height of 4.3, width of 4.7, with a dome to neck ratio of 1.6. The patient's vessel tortuosity was mild (less than 60 degrees). The largest diameter of the aneurysm was 7.4 mm and the neck was 4.5 mm. It was reported a hyperform balloon was introduced to perform angioplasty to better appose the pipeline to the wall. Angiography sho wed good wall positioning of the device after a second balloon angioplasty, and there was no compromise to the parent vessel. After the microcatheter was removed an angiogram demonstrated no indication of extravasation and intact filling of intracranial branches without vessel dropouts. There were no intra-op or post-op complications, and the patient was discharged after one day. Ancillary devices include a navien catheter, phenom 27 microcatheter, and a aristotle 18 guidewire.